Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety-product/procedure : unable to observe since it is a medical event and is not related to the device. Capsular contracture: unable to observe since it is a medical event and is not related to the device. Additional observations: observed, opening on the posterior side assessed as surgical damage. White calcification observed on the device. Crease fold observed on the device. Wear abrasion observed on the device.

Event description:
Healthcare professional reported a left side crease, free silicone/ tough hardened capsule, implants highly encapsulated and too much calcified crust to disinfect.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3, b5, d6b, h6.

Event description:
The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported a left side "capsular contracture, baker grade iii" and "implant exchange from textured to smooth due to the concerns of the product." Device remains implanted.